Event description:
It was reported that a clearlink system continu-flo solution set leaked from a ¿connection port¿ (luer activated valve). This was further described as the "nurse started the iron infusion as ordered. Noticed some staining on the pillow and discovered the iron was leaking out of the tubing at a connection port.¿ this was identified during a patient infusion. This port had not been used or accessed in anyway previously. As a result, the infusion was stopped, the tubing was changed, and the infusion was re-started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from a ¿connection port¿ (luer activated valve). This was further described as the "nurse started the iron infusion as ordered. Noticed some staining on the pillow and discovered the iron was leaking out of the tubing at a connection port.¿ this was identified during a patient infusion. This port had not been used or accessed in anyway previously. As a result, the infusion was stopped, the tubing was changed, and the infusion was re-started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation along with a companion sample. Visual inspection was performed in all samples using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing was performed in both samples including clear passage and pressure testing; and the results were satisfactory. Priming was also performed, and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.